Event description:
It was reported that this right ventricular (rv) lead was implanted in the septum with appropriate threshold measurements. Hours later after the system implant procedure was performed, pacing inhibition was observed. The physician suspected a lead micro dislodgement. A revision procedure was performed and the lead was repositioned in the apex of the heart. No additional adverse patient effects were reported. This lead remains in service.